Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. The instrument was placed and driven on an in-house system and passed the initialization tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The energy activation test was then conducted on the system. A wet paper towel was held between the grips and began to smoke properly when the energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was deemed ready for use and no loss of power or intermittent energy was observed. The instrument was found to be fully functional and no errors occurred during in house testing. Grip force test was performed on grips as additional testing and it measured at 6.91 lbf in straight orientation, 6.54 lbf in yaw, and 6.73 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Electrode gap inspection was also performed as an additional functional check and the electrode gap test passed. In addition, it was verified that the gap between grips was 0.002". Review of logs did not identify any errors. A review of the instrument log for the vessel sealer extend instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system (B)(4). The vessel sealer extend instrument is a single use instrument and was not used during subsequent procedures. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. Based on the information provided at this time, this complaint is being reported because: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion; however, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer extend instrument reportedly had a sealing issue and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had a sealing issue. According to the customer, the vessel sealer extend instrument was "easier to burn" than another vessel sealer extend instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was identified. The vessel sealer extend instrument did work prior to the reported issue. It is unknown whether errors occurred when the vessel sealer issue occurred. It is also unknown whether there was an audible signal (continuous tone) while the pedal was being pressed during the sealing sequence and whether the seal cycle completed with the fast audible tones as expected. No injury occurred to the patient.